Manufacturer narrative:
The precise cause for a broken fixed jaw (tip) could not be determined. Confirmed the knee scorpion fixed jaw heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Broken bottom fixed jaw was returned along with the complaint device. Function test could not be performed due to the related condition.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-12990 knee scorpions bottom jaw broke off during a meniscal root repair. The rep reported the broken fragment was fully retrieved and there was no harm to the patient. The surgeon ended up not doing a repair and just a debridement of the meniscus.